Event description:
It was reported the greenfield 12 fr ss vena cava filter deployed from the carrier device during implant preparation. The device was removed from the packaging and being moved to the table when the filter deployed. A new filter was used and the procedure was successfully completed.